Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer had delivered an 8 unit bolus immediately prior to low bg. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.